Event description:
Had an essure device inserted in the doctor's office for sterilization. The device perforated through my right fallopian tubes a few days later and implanted into the fundus of my uterus. I was in severe pain for several days and bled vaginally for 3 months.